Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern), coils, and a non-penumbra sheath. A lantern was advanced, and two coils were delivered. However, while advancing the third coil through the lantern, the physician noticed that the lantern had fractured at both the proximal and distal ends. Although damaged, the lantern was able to be pulled back through the sheath. The procedure was completed using a new lantern and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern delivery microcatheter (lantern) confirmed that the catheter was fractured. This type of damage such as a kink and subsequent fracture may occur if the lantern is held and manipulated at an angle during use. Based on the reported event, the lantern was able to successfully deliver two coils prior to the reported damage and was able to be retracted through a non-penumbra sheath without any issue. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.